Event description:
It was reported, that the ambicor penile prosthesis (app) device was explanted, due to the device not deflating. A new app was implanted. There were no patient complications reported.

Event description:
It was reported that the ambicor penile prosthesis (app) device was explanted due to the device not deflating. A new app was implanted. There were no patient complications reported.